Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book) alarm. The insulin pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, motor, vibrator, force sensor, battery tube and keypad assembly noted. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and constant critical pump error occurred during testing. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no critical pump error occurred during testing. The force sensor specific range is in specs range (24.5 milivolts). The crest and thus software downloads was utilized and successful. Faulty connector radio frequency board test failure was found in the bootloader traces (code 0x00000045). Measured all the test points 3 reading 3.2 volts, test points 1 reading 3. 2 volts, test points 31 reading 3.2 volts, test points 41 reading 0 volts, test points 57 reading 0 volts, test points 18 reading 3.2 volts and test points 54 reading 3.2 volts on the faulty connector radio frequency board transceiver circuitry on the original electrical board 1 test electrical board 1 and found no anomalies noted. In conclusion, constant critical pump error (open book) and the faulty connector radio frequency board test failure was found in the bootloader traces(code 0x00000045) suspected to be on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated they were received open book image on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.